Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient visited the emergency room due to hyperglycemia. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 25 and 36 hours. Reported symptoms include nausea, vomiting, and headache. The patient was diagnosed with hyperglycemia. The patient did not receive treatment at the hospital. The patient was released the same day. The pod was removed at the patient's home.